Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in the (B)(4). During review of cases, it was detected that this event should have been reported, as the EU durom acetabular component is similar to the one released in the us. The MFR did not receive explanted devices, x-rays, or other source documents for review. As no lot numbers were provided for the explanted devices, the device history records could not be reviewed. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It is reported that the pt experienced pain and had swelling in the area. He was then revised on (B)(6) 2010. After removal of the acetabular implant, it was clear to see that there was no bony integration or ongrowth onto the rear of the durom cup. The cup was implanted with a cls stem and metasul ldh. The stem was not removed as it was well fixed.